Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the infusion room a continue-flo solution set with duo-vent spike was difficult to prime. The user required the use of a syringe in order to successfully prime the set with albumin. The user inspected the tubing; no kinks were found. There was no patient involvement. Additional information was requested and is not available.